Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the advanced processor to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer experienced error 66200 during system startup. The customer had already attempted a system restart without any change. The technical support engineer reviewed the system logs and determined that the ap5000 component had been in a degraded state. The user was able to select ¿continue¿ on the error message and proceed to use the system despite the startup fault. There was no report of patient involvement or reported injury.